Manufacturer narrative:
(Device not returned).

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that there was some power surges in the operating room (or). May of the devices in the operating room were 'clicking" and there were some audible tones. Suddenly, the operating room became dark for just a few seconds, until the hospital back-up generator "kicked-in". The lamp was illuminated on the (B)(4) system, but all of the pumps and monitors lost power. This was the case, even though there was a back-up battery installed on the 8000 and the battery cables were plugged into the arterial and cardioplegia roller pumps. When switching to back-up generator power, all of the roller pumps were illuminated, but the pumps were all in the stop mode. They were able to be re-started quickly. Total delay time was 10 seconds. The device was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.